Manufacturer narrative:
A supplemental MDR is being submitted due to the return of the device. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, h10 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Engineering performed visual examination and the following was observed: the sheath was fully expanded and distal tip opened as designed. The sheath shaft was curved and twisted. There was liner stretching starting at approximately 3 from distal strain relief and was approximately 2 in length. There were two sections of hdpe folds at approximately 0.8 and 1.5 from distal strain relief. A kink on sheath shaft approximately 1.25 from distal tip was observed. Partial liner delamination for approximately 0.25 from distal tip was found; however, the c marker band was present. There were scratches observed along the distal sheath shaft. No liner tear observed and no other abnormalities were observed. Imagery was provided for review and revealed the following: calcification was present in the patients right access vessel and abdominal aorta. Tortuosity was present in the patients right access vessel. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of difficulty advancing through sheath was confirmed based on evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Evaluation of the provided device revealed scratches along the distal sheath shaft. Additionally, review of the provided 3mensio revealed calcification and tortuosity in the patients right access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. A calcified and tortuous access vessel could impede proper sheath expansion during system advancement, leading to the observed liner stretching. As such, available information suggests patient factors (calcification, tortuosity) likely contributed to the complaint event. The reported sheath kinked, bent and sheath liner delamination were confirmed based on evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Withdrawal of a delivery system with a crimped thv can lead to the system to catch onto the sheath liner, resulting in the observed partial liner delamination. This can in turn lead to increased withdrawal forces. High pull force was likely applied to overcome the withdrawal difficulty, leading to the sheath shaft kink. As such, available information suggests procedural factors (reported withdrawal of system with crimped thv) likely contributed to the partial liner delamination, while procedural factors (reported withdrawal of system with crimped thv, high pull force) likely contributed to the observed sheath kink. The reported sheath liner torn was not confirmed as the alleged physical defect was not present on the returned device. Therefore, an engineering evaluation is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve. The 16f esheath was advanced through the right femoral artery without incident and tracked normally. However, during insertion of the 29mm commander delivery system and 29mm sapien 3 ultra resilia valve through the sheath, abnormal resistance was noted. The system could not be easily advanced but was able to exit the sheath. During valve alignment, increased tension in the system prevented successful alignment/positioning of the valve on the delivery system balloon. Withdrawal difficulties were encountered and the heart team elected to remove the valve, delivery system, and sheath as a unit. A second 29mm sapien 3 ultra resilia valve, 29mm commander delivery system and 16f esheath were prepared and inserted successfully. The second valve was successfully deployed, and both the delivery system and sheath were removed without incident. The patient remained stable throughout the procedure, and no injury was reported. After device removal, the following device damage was observed. The delivery system exhibited a kink at the distal end of the pusher. Bulging and telescoping inward of the balloon were noted on the ventricular side of the valve. Valve damage was observed. The sheath appeared kinked, with possible liner tear and delamination. The perceived root cause, as reported by the physician, was bulky calcium at the level of the right common iliac artery, which was also noted on CT imaging.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected infomration. Sections: b5 was updated to correct the valve model reported.

Event description:
Correction: as reported by an edwards lifesciences field clinical specialist, regarding a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 valve. The 16f esheath was advanced through the right femoral artery without incident and tracked normally. However, during insertion of the 29mm commander delivery system and 29mm sapien 3 valve through the sheath, abnormal resistance was noted. The system could not be easily advanced but was able to exit the sheath. During valve alignment, increased tension in the system prevented successful alignment/positioning of the valve on the delivery system balloon. Withdrawal difficulties were encountered and the heart team elected to remove the valve, delivery system, and sheath as a unit. A second 29mm sapien 3 valve, 29mm commander delivery system and 16f esheath were prepared and inserted successfully. The second valve was successfully deployed, and both the delivery system and sheath were removed without incident. The patient remained stable throughout the procedure, and no injury was reported. After device removal, the following device damage was observed. The delivery system exhibited a kink at the distal end of the pusher. Bulging and telescoping inward of the balloon were noted on the ventricular side of the valve. Valve damage was observed. The sheath appeared kinked, with possible liner tear and delamination. The perceived root cause, as reported by the physician, was bulky calcium at the level of the right common iliac artery, which was also noted on CT imaging.